Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the va lcp plate, surgeon drilled bone through guiding block and quick drill sleeve. Second, he inserted and locked va locking screw through guiding block in a positioning hole. However screw was not able to be locked and penetrated in distal row most styloid hole. He changed other new screw and inserted in this hole. But the situation was same. He changed to a new screw again. He could not lock screw so he stopped before penetration place. Surgeon did not use the power tool and inserted the screw by hand using the torque limiter, 0.8nm in lock. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was implanted and will not be returning for evaluation.